Manufacturer narrative:
The event occurred in india. It was reported that the ¿head error¿ occurred on the rotaflow console during the routine check of the device. No patient was involved. No harm to any person has been reported. A getinge service technician was on site to investigate the affected rotaflow console with s/n (B)(6) and the reported "head error" could be confirmed. During the investigation by the technician a problem with the connection cable of rf (rotaflow) drive socket was detected which lead to a interrupted communication between the rotaflow console and drive. The connection cable rf drive socket (article number (B)(4)) has been replaced. After the replacement the device is working as intended. The most possible root cause for the reported "head error" could be determined as a defected connection cable of rf drive socket which lead to an interrupted communication between the rotaflow console and drive causing the "head error". Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on (B)(6) 2023 and during the period from (B)(6) 2013 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2013. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that the ¿head error¿ occurred on the rotaflow console during the routine check of the device. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).